Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant, the tip of the implantable pacing lead (ipl) did not extended. The ipl was removed and another lead was implanted. No patient complications have been reported as a result of this event.